Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer had a button error on the insulin pump. The customer's blood glucose level was 583 mg/dl. The customer did a bolus. The customer's father stated that the patient can scroll through the numbers and then it would freeze, and then it would start scrolling again. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, numbers scrolling up or frozen display noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.